Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (100) 1ml, 13mm, 29g bd safetyglide insulin syringes in sealed blister packs from lot # 1026156, product # 305932 with the reported issue of ¿that dust comes from opening the packages¿. All returned syringes were examined and all exhibited strands of material coming off of the blister packs and these strands fall off of the blisters as they are handled. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely paper (cardboard shown for comparison). A review of the device history record was completed for batch# 1026156. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Manufacturing investigation: on 27jul2021, received a picture complaint of an fm on the blisterpack. The blisterpack operation packages the safety glide syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into single units. The individual packages are run under an eye where each packaged is checked to assure that a syringe is present. If the package does not have a syringe it is ejected into a waste container. If the package does contain a syringe, it travels on to a conveyor belt to a pack out station where it is put into cartons. Visual inspection of the sample found the blisterpack to have fm (small dust particles) where the package is cut. The DHR, l2l dispatches, and quality notifications were all reviewed. Nothing was found pertaining to this type of complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no definitive root cause can be determined. Rationale: based on the investigation, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that syringe 0.5ml 29ga 1/2in bls 400 sg was received in a dusty package. The following information was provided by the initial reporter: it was reported dust comes from opening the packages. Verbatim: issue: syringe package releases small dust particle from opening the syringe package. This is an issue because sterile IV room requires no dust to be delivered through any items upon opening in sterile IV hood. It was reported via phone call that there is dust that comes from opening the packages, on the table once opening the syringes. Customer is wondering if this affects sterility, because this is opened in the sterile room, this has occurred on more than 10 packages and it was stated as not lot specific.